Event description:
Heart clinic called patient rep, because they have been getting signals from the pacemaker through carelink that the "wire in the rv is broken or severed" and it is "cutting off that area". (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).